Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 11/11/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/11/2013 with the following findings:no power on resets observed in the black box. The returned battery cap has partially stripped threads and the battery compartment has a crack that extends from the threads to the case seal. Returned battery cap was unable to fully attach to the pump duplicating power loss. A new test battery cap was able to carefully attach to the pump and was used to exercise the pump for 24-hr duration period: no power loss was duplicated during duration test with test battery cap. Removed pump cover; no evidence of internal moisture was observed and no damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.